Event description:
It was reported that during a stent graft deployment in an av fistula, the stent graft was unable to be deployed. Upon removal of the device, the stent graft was noted to have partially deployed. Another stent graft was deployed successfully. There is no reported pt injury.

Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the first complaint reported for lot number anwk2448 to date for deployment issue. The device was returned for eval. The outer catheter was kinked at the distal end of the delivery system. The stent graft was partially deployed and protruded approx 20 mm from the tip of the outer sheath. The condition of the sample might be as a result of manipulation of the delivery system during the attempt to deploy the stent graft or during the removal of the delivery system from the pt. Based on the sample condition, functional testing could not be performed. The investigation is confirmed for partial deployment, as the stent graft was returned partially deployed. The metal rod connecting the handgrip and the y-injection adapter was noted to be severely bent. The root cause could not be determined based upon available info. It is unk whether pt and/or procedural issues contributed to the event.